Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was confirmed via information from technical assistance support (tac). Based on the results of the investigation, a root cause could not be identified. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed and the following troubleshooting steps were performed: the customer was asked to ensure that all cabling between the two devices was seated properly and secured. Customer was then advised that, if possible, to swap the cv-190 on the working cart into this setup to verify that it is the cv-190 having issues displaying an image. The customer informed technical assistance support (tac) of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had no image. There were no reports of patient harm.